Event description:
It was reported that before use on star up, the cs300 intra-aortic balloon pump (iabp) unit has a flickering display screen. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit. To fix the issue, the fse replaced cable,coiled,iabp, pcb,color video receiver, cbl,keypad cont to video rcvr, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has a flickering display screen. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.